Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could lead to the reported event include that the that the slider switch was broken due to abrasion and failure of the slider switch due to long-term repeated use, or that the user connected the endoscope and light guide cable with soiled.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed the device does have a faulty scope socket. The scope detection guide of the scope socket fails intermittently. Tested with test scope socket and the unit passed functional inspection. Lamp life is more than 300 hours, lamp intensity value: 535, lamp is under required intensity. The unit passed functional inspection but failed full inspection due to replacement scope socket olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that they are having issues with the output socket not holding the cord correctly which results in not being able to see or print images. There was no patient involvement.